Event description:
It was reported that the helix of the attempted implantable pacing lead was blocked. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. (B)(4).